Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Two cartridge and infusion set changes were performed and additional occlusion alarms occurred. A system check was performed and pump performed as intended. No damage to the cannula was noted. No additional occlusion alarms were received after a third cartridge and infusion set change. The customer's blood glucose (bg) level was 201mg/dl.